Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal, mid and distal of right coronary artery (rca). A 38 x 3.50 promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. The physician did shape the stent to make the device cross the lesion but considering the risk of deformation and dislodgment the device was not used. Upon inspection, the edge of the stent was found lifted. The procedure was completed with a non bsc stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).